Manufacturer narrative:
No visual or functional inspection has been performed because the device was not sent to olympus, therefore, the reproducibility of the following phenomena pointed out by the customer is unknown. There is a halo of light in the image. Very bright. No additional testing was completed as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an event where the image had a halo ring and was very bright. The issue occurred at the beginning of a cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A historical review of the last 12 months of complaints related to the reported failure found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair base for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unclear images on the ccd and a crack in the electrical connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an event where the image had a halo ring and was very bright. The issue occurred at the beginning of a cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an event where the image had a halo ring and was very bright. There were no reports of patient harm.